Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
User facility reported that the epidural catheter was being used for postoperative pain control. When the nurse manager try to remove the epidural catheter the broke 15 cm from the end distal, the catheter fragment was left in place. A neurology consult concluded that surgical intervention was not required and the catheter was left in place. No permanent adverse effects reported.